Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-07732. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery (ata). After a non bsc guide wire crossed the lesion, the 2.5mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, on the first inflation at 20 atmospheres for 15 seconds, the balloon ruptured. Hence, a 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation; however, on the first inflation at 20 atmospheres for 15 seconds, the balloon also ruptured. The devices were completely removed from the patient and the procedure was completed with a 3mm-220mm coyote balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination revealed a 14mm longitudinal tear in the balloon wall from the mid-section of the balloon to the distal markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-07732. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery (ata). After a non bsc guide wire crossed the lesion, the 2.5mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, on the first inflation at 20 atmospheres for 15 seconds, the balloon ruptured. Hence, a 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation; however, on the first inflation at 20 atmospheres for 15 seconds, the balloon also ruptured. The devices were completely removed from the patient and the procedure was completed with a 3mm-220mm coyote balloon catheter. No patient complications were reported and the patient's status was good.